Event description:
It was reported that the sys 9600+ displayed "checksum error" upon initialization and was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the sram circuit board was corrupt. The circuit board was replaced and the software reloaded. The sys was tested and found to be working as intended and placed back into service.